Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease (pid)\ she has not had any recurrence of the pid since that admission 5 years ago'), pelvic pain ('physical pain\ pain\ pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, mastitis, endometrial ablation, uterine suspension and spinal operation. Previously administered products included for an unreported indication: effexor, percocet and valium. Concurrent conditions included skin lesion, headache, chlamydial infection, bowel movement irregularity, uterine fibroid, muscle ache, uterine retroversion and leiomyoma nos. Concomitant products included docusate sodium (colace), levofloxacin (lovenox), metoclopramide hydrochloride (reglan), naproxen sodium (anaprox) and oxycodone hydrochloride;paracetamol (percocet). In january 2007, the patient had essure (ess205) inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression and mental anguish / psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish / psych injury") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy other"), bladder disorder ("bladder/urinary problems- other"), urinary tract disorder ("bladder/urinary problems- other"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy,oophorectomy (one side removal of ovary), hysterectomy full). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia, abdominal pain, dysmenorrhoea, hypersensitivity, bladder disorder, urinary tract disorder, fatigue and headache had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy - insertion dates (B)(6) 2007, (B)(6) 2007. Roughly 3 coils visible in left ostium and roughly 2 coils visible in right tube ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Satisfactory position of the essure devices with tubal occlusion bilaterally. As per mr-impression: 1) no spilling of contrast dram either tube was present. The essure devices appear to be in good position . No abnormality of the uterus is seen.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, hair loss & the following one was described in patients medical pid. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events added : " abdominal pain, dysmenorrhea (cramping), allergy : other, bladder/urinary problems- other, headaches,". Outcome of events, "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), abdominal pain, dysmenorrhea (cramping), bladder/urinary problems- other, general abnormal bleed " were changed to resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease (pid)\ she has not had any recurrence of the pid since that admission 5 years ago'), pelvic pain ('physical pain\ pain\ pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, mastitis, endometrial ablation, uterine suspension and spinal operation. Previously administered products included for an unreported indication: effexor, percocet and valium. Concurrent conditions included skin lesion, headache, chlamydial infection, bowel movement irregularity, uterine fibroid, muscle ache, uterine retroversion and leiomyoma nos. Concomitant products included docusate sodium (colace), levofloxacin (lovenox), metoclopramide hydrochloride (reglan), naproxen sodium (anaprox), nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish / psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish / psych injury"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal"), hypersensitivity ("allergy other"), bladder disorder ("bladder/urinary problems- other"), urinary tract disorder ("bladder/urinary problems- other"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (bilateral salpingectomy,oophorectomy (one side removal of ovary), hysterectomy full). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, depression, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia, abdominal pain, dysmenorrhoea, hypersensitivity, bladder disorder, urinary tract disorder, fatigue and headache had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy - insertion dates (B)(6) 2007. Roughly 3 coils visible in left ostium and roughly 2 coils visible in right tube ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Satisfactory position of the essure devices with tubal occlusion bilaterally. As per mr-impression: 1) no spilling of contrast dram either tube was present. The essure devices appear to be in good position . No abnormality of the uterus is seen. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, hair loss & the following one was described in patients medical pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Concomitant medication added. Event : migraines were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease (pid)\ she has not had any recurrence of the pid since that admission 5 years ago'), pelvic pain ('physical pain\ pain\ pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, mastitis, endometrial ablation, uterine suspension and spinal operation. Previously administered products included for an unreported indication: effexor, percocet and valium. Concurrent conditions included skin lesion, headache, chlamydial infection, bowel movement irregularity, uterine fibroid, muscle ache, uterine retroversion and leiomyoma nos. Concomitant products included docusate sodium (colace), levofloxacin (lovenox), metoclopramide hydrochloride (reglan), naproxen sodium (anaprox) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy,oophorectomy (one side removal of ovary), hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy insertion dates (B)(6) 2007, (B)(6) 2007. Roughly 3 coils visible in left ostium and roughly 2 coils visible in right tube ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Satisfactory position of the essure devices with tubal occlusion bilaterally. As per mr-impression: no spilling of contrast dram either tube was present. The essure devices appear to be in good position . No abnormality of the uterus is seen. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, hair loss & the following one was described in patients medical pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr was received: reporters were added. Patient's demographic was added. New events- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, hair loss, abnormal bleeding(general) were added. Outcome event of pelvic pain was updated from unknown to recovering/resolving. Historical & concomitant drugs were added. Historical & concomitant conditions were added. Date of hsg test was updated. Pid was captured from mr as a event. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.